Manufacturer narrative:
Investigation summary: an event was reported involving a (B)(6)-year-old female patient. The patient was reporting pain, and an x-ray discovered that the left petite mpj plate (part number: 300-52-005, lot number: tsl006206) was broken and no fusion had occurred. Revision surgery was performed on (B)(6) 2018 to remove the plate along with 4 locking and 2 nonlocking gridlock screws. The surgeon also inserted a 0.062" k-wire (210-60-004) into the site and plans to follow up with the patient to see if fusion occurs after six weeks. Review of the device history record (DHR): lot tsl006206 began production on 05/11/2018 and completed production on 05/22/2018. The lot released 19 parts to inventory on 06/01/2018. All parts were inspected to revision e of 300-52-005. Nonconformance report (ncr) ncr-m# (B)(4) was initiated due to four parts that were measured above the upper specification limit of plate thickness (feature 16). Investigation of this ncr discovered that the thickness was not measured at the thinnest portion of the plate. Due to this, an interim action was executed to reinspect all of the parts for thickness at the thinnest portion of the plate. This reinspection found all parts to be within specification for plate thickness. Item #2 of this ncr noted that two plates were rejected for additional material present on the third most distal hole. Though this nonconformance was determined to not affect functionality, the parts were scrapped to due to the cosmetic error. Item #3 of this ncr discovered that plate overall length was not inspected immediately following the polishing process per (B)(4), revision 004, polishing process, section 4.10. All samples in the lot passed the inspection for overall length at final inspection. The screws returned with the plate did not indicate a lot number, so a DHR review could not be completed. Visual inspection: visual inspection of the plate confirmed that the plate broke at an edge of the second most proximal locking screw hole. This is near the center of the plate. Slight wear and discoloration were observed on the top surface of the plate and around the screw holes. This is expected due to implantation and removal of the plate. All the screws that were returned were observed to have minor damage and discoloration, which were likely caused by the insertion and removal of the screws. No major defects were identified and no deficiencies were attributed to the quality of the screws. Therefore, dimensional inspection of the screws was not executed. Dimensional inspection: the plate could not be entirely dimensionally inspected because it was broken. The thickness of the plate was evaluated at both sides of the break with point micrometer g0202 (calibration due date: 05/14/2019) and found to be within specification (0.07295" and 0.07330"). The specification for the thickness is 0.075" - 0.005". Evaluation of similar complaints: an evaluation of similar complaints was completed for part numbers 300-52-004 and 300-52-005 (the left and right petite mpj plates) for the 12 months preceding the notification date of this event. Three similar events were identified: per (B)(4). (B)(4) found the root cause to be patient noncompliance. Per (B)(4) and per (B)(4) both suspected the root cause to be an excessive force applied to the plate, but this was not confirmed. Root cause determination: the event description does not highlight any indicators of patient noncompliance or misuse of the device. Review of the DHR confirmed that the device met established acceptance criteria prior to its release to the field. Visual and dimensional inspection for the returned product verified that the critical features relating to the plate's peak load resistance (plate thickness) were within specification. Evaluation of similar complaints found that patient noncompliance and excessive force applied to the plate are common causes for this type of event. Due to no obvious indicators of what specifically may have caused the plate break, the root cause for this event could not be determined. However, it is likely that a high impact force was applied to the plate, which caused it to break.

Event description:
Dr. (B)(6) performed a 1st mpj fusion on a (B)(6) year-old female patient on (B)(6) 2018. The patient came in reporting pain and dr. (B)(6) utilized x-rays to discover that the 300-52-005 petite mpj vlc gridlock plate left (lot tsl006206) was broken and no fusion had occurred. Dr. (B)(6) does not suspect noncompliance. The revision surgery was performed on (B)(6) 2018. According to our trilliant sales representative, the 300-52-005 plate was removed along with 4 locking and 2 nonlocking gridlock screws. Dr. (B)(6) inserted a 210-60-004 .062" k-wire into the site and plans to follow up with the patient in 6 weeks to see if fusion occurs. The 300-52-005 plate and associated screws have been returned to corporate for review while the 210-60-004 remains in the patient.

Event description:
Doctor 1 performed a 1st mpj fusion on a 65-year-old female patient on (B)(6) 2018. The patient came in reporting pain and doctor 1 utilized x-rays to discover that the petite mpj vlc gridlock plate left (300-52-005, lot tsl006206) was broken and no fusion had occurred. Doctor 1 does not suspect noncompliance. The revision surgery was performed on (B)(6) 2018. According to the associated trilliant surgical sales representative, the 300-52-005 was removed along with four (4) gridlock locking screws and two (2) gridlock non-locking screws. Doctor 1 inserted a 0.062" x 6" k-wire standard (210-60-004) into the site and plans to follow up with the patient in six (6) weeks to see if fusion occurs. The 300-52-005 and associated screws have been returned to corporate for review while the 210-60-004 remains in the patient.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient weight (a4) not reported. 2. Date of event (b3) is unknown. Event is considered to be onset of patient pain due to plate breaking. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this follow-up report. --corrected information provided in follow-up submission a2 - date of birth added. Age at time of event is correct in initial submission. B1 - adverse event and product problem are selected. B3 - date of event is unknown. B5 - description of event or problem is corrected to not identify any physician or institution by name. D2 - common device name corrected. Product code is correct in initial submission. D3 - fax number added and email removed. D4 - catalog #, serial #, unique identifier (UDI) # d10 - returned to manufacturer date corrected e1 - initial reporter corrected to be the physician who reported the event to the sales representative. Sales representative email address is removed. Facility name and zip code is corrected. G1, g2 - fax number added. G3 - health professional and distributor are selected as report source while company representative is removed. H3 - evaluation summary attached is selected. H10 - corrected data. --additional information provided in follow-up submission g1, g2 - name, email, and telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative.